Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was unresponsive, as the pump would not turn on when plugged into a power source. There was no patient involvement, as the pump was not in use at the time of the event. There was no reported impact to the customer¿s blood glucose. Reportedly the customer declined follow-up from tandem technical support.